Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2026, the patient experienced an unknown event in which the cgm and her tandem t: slimx2 insulin pump were not working together. No bg finger stick or cgm values were remembered for this timeframe at home. The pump stopped infusing insulin for a prolonged period (duration not specified), and as a result she developed ¿moderate to high ketones.¿ symptoms at the time included dizziness, fatigue, nausea, and dehydration. She was confused, disoriented, and she was not thinking clearly. A blood glucose fingerstick (bg fs) value at home prior to going to the hospital was 350 mg/dl. She went to the emergency room (ER) on (B)(6) 2026 for evaluation and treatment. Upon arrival the blood glucose value was ¿a little over 300¿ mg/dl, and may have been 315 mg/dl or 350 mg/dl. She did not remember exact values. Cgm values were ¿delayed,¿ and did not match finger stick readings. No actual cgm value for this time period was specified. She had ¿already changed her site¿ prior to arriving at the hospital. It was unclear if this was the cgm wearable or the insulin pump infusion site. After waiting for several hours to be seen, her bg level dropped low. No bg fs or cgm values were specified. She was treated with intravenous (IV) dextrose and IV fluids in the emergency room (ER), and her blood glucose fluctuated between high and low. She remained at the hospital for monitoring and diabetes management until (B)(6) 2026. The physician who assessed her condition informed her that although she had hyperglycemia, she did not reach dka, but was ¿on the way there.¿ after discharge she had fatigue, brain fog and memory issues. She gave an example of the inaccuracy during the call on (B)(6) 2026 where the cgm reading was 124 mg/dl, and the fingerstick/bg meter reading was 70 mg/dl. It could not be determined at what point the example values occurred. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.